Manufacturer narrative:
Unit had stripped battery cap coin slot (p), cracked lcd window, cracked case at display window corner,broken reservoir tube lip, broken battery tube threads, missing reservoir tube o-ring, cracked reservoir tube window, cracked case at reservoir tube window corners.

Event description:
Customer reported via phone call that the insulin pump had low battery alert. Customer blood glucose level was 68 mg/dl. Customer other relevant blood glucose level was 102 mg/dl, 175 mg/dl. Customer also stated that the outside of reservoir compartment was cracked. The device will be returned for analysis.